Event description:
In 2008, this patient underwent endovascular repair using gore excluder aaa endoprostheses. At a follow up exam on an unknown date, a slight proximal type I endoleak was discovered. In 2009, a reintervention occurred, whereby the patient was implanted with two gore excluder aortic extender components. The physician was satisfied with the results and the patient is doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: additional devices involved in this event: 06284846, 05921043. Due diligence was performed to obtain information to complete all blank required spaces on this medwatch.